Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that while loading a cartridge, the customer received a cartridge alarm 5. The customer successfully reloaded the same cartridge. The customer's blood glucose (bg) level was in the 300s mg/dl and a bolus via the pump was delivered to address the bg level.